Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels (>1000 mg/dl). Customer was released the same day and treated with insulin while in the hosp. It was reported that prior to hospitalization customer's pump was at a 0.00 units/hour basal. This was due to an empty cartridge alarm being received and not being cleared.